Event description:
It was reported that the patient was unable to adjust stimulation due to poor communication after she walked through a security detector without turning her stimulator off. The patient received assistance and her concerns were resolved at her appointment on (B)(6) 2012.

Manufacturer narrative:
Product ID 3889-28, lot# v780818, implanted: (B)(6) 2012, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).